Event description:
While not in clinical use the v60 having unspecified issues with touch screen; no reports of patient/user harm injury.

Manufacturer narrative:
H10: the remote service engineer (rse) discussed first generation versus second generation liquid crystal displays (lcds) with the customer and provided part identifications (ids) for the user interface (ui) assembly with navigation ring. The rse advised that the customer needed to swap over the front bezel with navigation ring. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available. H11: updated contact information, contact office entity, and manufacturing site.